Event description:
Using baxa em2400 tpn compounder. The pump stopped as the vial of (B)(4) was empty which is the last ingredient to pump of 9 ingredients. The tech was distracted by workload and removed the almost full bag as if it was done pumping. He placed a new bag on the compounder and restarted the pump. The next bag had a final measured weight of 44.65 gms instead of the expected amount of 2459.26 gms. This resulted in initial bag missing the last 2 ingredients and only having 2 ingredients in the next bag. There is no safe guard on the pump to warn the operator that the bag is being removed prior to completion of the pumping cycle. Additionally, we were receiving messages on the mixcheck report at the end of pumping a bag stating that (B)(4) is possibly underweight by 67.45 gms even though the measured weight was 2391.55 gms and the expected weight was 2459.26, which a difference of -2.75% and considered acceptable to dispense to a pt as it is under the 3% maximum error rate. How do we know if this is safe for the pt.